Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus did not confirm the reported event of foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the cut in the insertion tube could not be determined. It is likely that physical stress was applied to the insertion section causing the malfunction to occur. User can detect the suggested event by handling device in accordance with the following instructions for use (IFU). Operation manual_ "preparation and inspection"_ "inspection of the endoscope" "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". User may prevent the suggested event by handling device in accordance with the following IFU. Operation manual_ important information ¿ please read before use_ warnings and cautions. Warning: "do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovidesoscope exhibited a loosened boot (protector), which allowed foreign material to enter the gap. There were no reports of patient involvement.